Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized with a light heart attack and a blood glucose reading of 23 mg/dl. Prior to the event, the customer went to her doctor for a heart catherization procedure. The customer stated that her blood glucose levels went low due to the procedure and the medication she had been taking for her heart. Nothing further was reported.